Event description:
It was reported that the IV tubing on a clearlink continu-flo set came apart during priming at the luer lock hub. The set was being primed as per directions and the whole luer lock piece came off while preparing to connect to a saline bag to administer to the patient. The customer reported that the collar and male luer adapter looked like it was "sliced" off. There was no pressure being applied at the time nor were any devices in use that would have caused the disconnection. There were no visible irregularities on either side of the connecting devices. There was patient involvement; however, there was no patient injury or medical intervention associated with the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.